Manufacturer narrative:
No broken files were returned for evaluation. Six unused files were returned for evaluation. All were found to be within specification.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that two pro-post drills broke during use. The broken pieces were retrieved and no injury resulted.